Event description:
Reamer head disengaged from assembly and became stuck in femoral canal. Surgeon had to window the femur to remove the device. It is reported a guidewire was not used as required by the surgical technique (mdr97-00044).